Manufacturer narrative:
The device associated to the complaint was returned for analysis. The returned instrument presents a new design (B)(4) and break of the plastic extremity, no break of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. (B)(4). For this batch, it there did not have deviation or failure investigation report. Products manufactured after the installation of the action of reinforcement (B)(4). A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined.. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Front part of the guide has completely snapped off.